Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The pump history indicated that the pump emitted a low battery warning with no indication that the battery was replaced by the user. The pump history also indicated that following the low battery warning the pump emitted an occlusion alarm. There is no indication in the history that this alarm was acknowledged by the user and the alarm condition continued until the pump exhibited low voltages and lost power.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that upon awakening in the morning they found the pump to be unresponsive. The pt also reported that the pump powered up properly when the battery was replaced.